Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.50mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid section of the stent were lifted from their crimped position and stent struts at the distal end of the stent were lifted and bunched. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink in the shaft polymer extrusion 150mm proximal to distal end of tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 28 x 3.50mm promus premier drug-eluting stent was selected for use. However, during preparation, the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 28 x 3.50mm promus premier drug-eluting stent was selected for use. However, during preparation, the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.